Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an allergic reaction while wearing the lifevest. The patient's primary care doctor prescribed a cream to help with the reaction. Follow up indicated that the cream did not help and the reaction was still present. The medical outcome is unknown.